Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that while testing the device vasoview 6 pro, before going into the patient, the entire "c" ring assembly became detached from the harvesting cannula. They attempted to re-insert the "c" ring assembly back into the harvesting cannula with no success. A new device was opened to complete the case. There were no known patient harm/effects. No procedural delay.

Event description:
N/a.

Manufacturer narrative:
Tw#(B)(4). The device was returned to the factory for evaluation on 12/04/2024. An investigation was conducted on 01/22/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact bipolar blades or the intact cutter blade. The c-ring was observed to be intact, however, the c-ring body was observed to be detached from the device. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for the failure mode "break". The device showed signs of heavy clinical use. Upon further observation, it was noted that the c-ring wire (cv000000338) had completely detached from the c-ring molded nozzle (rm2047671 ). There was no visible damage to the c-ring molded nozzle (rm2047671). There was no visible damage to the c-ring wire (cv000000338). Based on the returned condition of the device as well as the manufacturing engineer evaluation results, the reported failure "break" was confirmed. The lot # 3000397982 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.